Manufacturer narrative:
The alleged broken 60-6085-201a, vcare is not expected to be returned for evaluation or review and no photographic evidence was provided. This complaint of broken and detached device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record (DHR) have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A review of the DHR found no anomalies that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. This complaint contains two failure modes; one for the balloon, the other for the cup. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding 8 devices, for this device family and failure mode concerning the balloon. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode concerning the vcare cup. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). In the instructions for use (IFU) the user is advised of warnings, cautions and techniques including the following: -reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. -unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. -upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. Warnings: failure to separate the vaginal cup from the tissue may result in detachment of the cervical cup and/or patient injury. ·do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. ·check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove vcare and replace it with a new vcare unit. The user is advised not to use this device for removal of the uterus. The instructions for use (IFU) states that the device is for manipulation only. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During a robotic hysterectomy on (B)(6) 2018 an issue occurred with the vcare, item # 60-6085-201a, lot 201806251. When pulling out the vcare and uterus with forceps, the balloon tip and green cup came loose. Both fell into the abdomen, but all pieces were retrieved and removed. The vcare cervical cup was sutured in place and the vcare was still in the uterus while the uterus was being removed through the vagina. There was no injury or impact to the patient reported, no additional medical or surgical intervention was needed and the patient did not require additional hospitalization. The procedure was successfully completed with a 5 minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.